Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. Noise was not reproducible. No intervention was performed. The patient would continue to be monitored.